Event description:
It was reported by a customer on (B)(6) 2011, the laser system did not resume operation following standby mode. Per the customer, the laser did not stay powered on while trying to complete a procedure. No pt injury was reported.

Manufacturer narrative:
Info indicating that an MDR was required regarding this complaint was received on (B)(4)2011.